Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage system was evaluated and a filament calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited 'filament regulator' errors during a pt case. No pt or user injury was reported.